Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to verify alarm due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart while trying to deliver a bolus. The customer also reported that the buttons are not responding. Blood glucose value was 11.4 mmol/l. Customer stated that a temporary basal was not programmed before the a21 alarm occurred and the device was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery and is not recurring during normal use. The insulin pump would be replaced and returned for analysis.